Event description:
It was reported that the customer experienced a high blood glucose (bg) level that was displayed as "high". Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer addressed high bg by doing a correction bolus via the pump. Customer updated their settings to address the event.